Event description:
The customer reported that the insulin pump alarmed the night before and the battery was removed, but it happened again in the morning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, scratched screen, and missing end cap sticker.